Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 24 months ago. The pt had disease progression resulting in aortic neck dilatation. It was reported that the CT demonstrated that the stent graft was found to have migrated into the aneurysm sac. The physician placed another manufacturer's stent graft, however, since the aneurx stent graft was pushed to the side of the aneurysm and the other manufacturer's stent graft could not able to completely open. The physician elected to covert to open surgical repair and the stent graft was explanted. All the stent grafts were discarded by the user facility. The surgical conversion procedure went well. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Evaluation codes, results: migration, endoleak. Disease progression with aortic neck dilatation. Conclusion: disease progression with aortic neck dilatation.